Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the device "misfired" and no staples deployed, if the device delivered a cut line? The customer advised the device had a ¿perfect cut line.¿

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the device "misfired" and no staples deployed, if the device delivered a cut line?

Event description:
It was reported that the device misfired. The staples didn¿t deploy. Tried several times. A new device was opened and it worked. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data: result code,conclusion code.